Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 58.23 coi (reactive), and the repeat result was 55.34 coi (reactive). The sample was repeated on an abbott analyzer in another lab with a result of 0.3 coi (non-reactive). The sample was sent to the public health department's lab and was tested on an abbott analyzer, which gave a non-reactive result; a numeric result was not provided. The western blot result was negative.

Manufacturer narrative:
According to labeling, false reactive results may occur. All initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithm. The investigation determined that the reagent performed within specifications.